Event description:
An attorney alleges the patient suffered significant injury, infection, pain and suffering, and another surgery due to the right ventricular lead and device malfunctioning. The attorney also alleges the system was contaminated with bacteria and caused a severe, life threatening infection. The device and lead were explanted. No further patient complications have occurred as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Distal conductor and defib conductor were distored; blood/body fluid on outer tubing overlay; outer tubing kinked/buckled, overlay melted and overlay cosmetic esc; outer insulation torn; outer overlay tubing white substance; outer insulation cosmetic depression; helix/lobe distorted/bent; blood in/on helix/ mechanism. Apparent explant damage.